Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2008; 4194 left ventricular (lv) lead (B)(6) 2008. (B)(4).

Event description:
It was reported by remote transmission the atrial lead revealed under sensing on a stored diagnostic. It was also noted the left ventricular (lv) lead threshold had increased greater than the programmed safety margin. The device and lead remain in use. No patient complications were reported as a result of this event.